Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed continuity resistance test. The sensor passed per specifications and performed bicarbonate buffer test. The sensor failed with high readings.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 160 mg/dl and sensor glucose was 44 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 146 mg/dl and sensor glucose was 44 mg/dl at the time of call. The customer stated that they did not have a bent cannula on the sensor. The sensor will be returned for analysis.